Event description:
New information received indicates that when the non-dependent, asymptomatic patient presented in-clinic after receiving a vibratory alert, non-sustained rv oversensing due to another instance of post-paced t-wave oversensing was observed. Further programming changes were made.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow-up, post-paced t-wave oversensing on the ventricular channel was observed via stored egm. Programming changes were made and the device remains implanted.

Event description:
New information received notes that more instances of post-paced t-wave oversensing were observed. The physician elected not to make any programming changes. The patient will continue to be monitored.